Event description:
The customer alleges back to back results of hi and 175 mg/dl. He describes an incident when he was unable to test one morning due to device errors and malfunction and took his normal doses of insulin, which are not adjusted on his meter results. He skipped breakfast and became hypoglycemic, his wife called the emt's who obtained 27 mg/dl on their meter, gave him glucose, and transported him to the ER; no mention of treatment in ER, and was released a few hours later. No report of an adverse event. He states his nurse runs and did no run controls two weeks prior and they were in range. Return requested and replacement was sent.